Event description:
The complainant reported a male patient of an unknown age in st (sinus tachycardia) elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient was lysed due to lost pulse at the limb. Then, the patient developed a compartment in the right thing, which had to be surgically split. Blood circulation in the leg was successfully restored. The pump was successfully explanted two days later.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 health effect - impact code 4324, component coded added-3038 the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12263: d4 model number. F6/f8-should have been left blank . G1 manufacturing site name and address.